Event description:
It was reported that the user experienced an app compatibility message while attempting to set up the ilet, and a firmware update was completed; subsequent troubleshooting determined the connected continuous glucose monitoring sensor was a freestyle libre 3 rather than the required freestyle libre 3 plus, resulting in an incompatible sensor configuration. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and review of device setup and sensor compatibility. Investigation of this case revealed that the ilet functioned as designed and the issue was due to use of a non-compatible cgm sensor model, which resolved by advising replacement with a compatible sensor. It was concluded, based on previously established findings for similar reports, that the cause was user setup confusion with incompatible ancillary equipment.